Event description:
It was reported by the customer's spouse that they received a letter regarding the insulin pump with the scroll wrap feature recall. It was also reported that the customer was having issues with their insulin pump not delivering properly. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.